Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not apperar to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: vessel dissection requiring medical intervention. Device issue: none. It was reported that there was an acute myocardial infarction. The target lesion was located in the rca, and was diffuse, eccentric, with mild tortuosity. The vision stent was implanted directly after aspiration by the thrombuster. A minor dissection occurred, so another vision stent was implanted at the position of the dissection. The procedure was completed. No additional event or patient information is available.